Event description:
Procedure: unk. Patient sex: unk. Reportedly, when the device was applied, there was a good staple line on the artery of the kidney. However, the staple line on the side of the aorta showed a few malformed staples for a partial section of the line and after that there was no staples placed. The knife cut was for 3/4 complete. The surgeon reports the firing cycle was abnormal because there was more resistance than normal.